Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, non-calcified and 99% stenotic mid left circumflex artery. The physician advanced the 2.0x20mm maverick otw balloon to the lesion and had difficulty crossing the lesion, "but finally crossed." Then the physician inflated the balloon to 10 atms for five to ten seconds on the first inflation and it ruptured. There were no pt complications. The device was remove intact. The procedure was successfully completed with this balloon and the deployment of a stent. Pt status is reported as "good."

Manufacturer narrative:
.